Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform 60 stapler jaw was jammed closed when attempting to change a reload. The user completed the procedure using a backup sureform 60 stapler with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no issue with the instrument jamming while inside of the patient and no jaws stuck on the tissue. There was no unexpected tissue removal and no bleeding occurred. A new device was opened to replace the defective instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument associated with this complaint and completed investigations. The stapler instrument was found to have repeated clamping failures within a single install based on log review but not during in-house testing. Visual inspection displayed no signs of damage on sleeve or cable crimp. The channel sprang back open when in the unclamped state. The instrument was returned with all live remaining and never fired. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully green 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, the reload was returned with the stapler for failure analysis. There was no damage to the reload and there were no device related failures. The reload was return unused and unfired. It was proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.